Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements. Subsequently, the physician brought the patient in for further evaluation and to perform a defibrillation threshold (dft) test. The dft test was successfully performed, but upon completion of the test, code 1005 appeared; indicating an open circuit condition. Technical services (ts) was consulted. Subsequently, the right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.